Event description:
It was reported via facility medwatch mw5038522 that stent dislodgement occurred. A 9.0x40x135 cm express® ld iliac / biliary stent was advanced to the target lesion however the stent became hung up on the distal end of the iliac artery. It was then noted that the stent was dislodged from the stent delivery system balloon. A 6mmx40mm balloon catheter was advanced through the detached stent and inflated the balloon to capture the stent however, the stent became hung up on the femoral artery. The procedure was not completed and open retrieval was required.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).